Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted an abrupt change in facial symmetry and change in speech and called 911. Computed tomography angiography (cta) of the head and neck revealed new stroke, head CT showed old left posterior parietal infarct. Neck cta showed 50%stenosis of the artery proximal to the right vertebral artery. The patient was discharged home two days later with left facial droop and continued to have word searching problems from prior stroke. The ventricular assist device (vad) remains in use and the patient will follow-up with the stroke clinic in six weeks. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.